Event description:
Update 11/27/2014 - a review of the xray by the analyst indicated that this product did not fracture, and, therefore, the mdrs should be rejected.

Manufacturer narrative:
Examination of the submitted lps porous stem 13.5x125mm str confirmed the reported fracture. The femoral stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the low stress high cycle fatigue; however, the patient large physical stature is a possible contributing factor. The surgical technique and IFU warns that excessive patient weight or obesity tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the prosthesis. With the information provided, it cannot be determined that the complaint is product related as there were excessive loads placed on the implant due to the patient¿s weight and lack of muscular support. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The medwatch for product 198713105 needs to be disregarded, as it has been identified that it was not the component which fractured, and therefore is not reportable.

Event description:
Surgeon reported a breakage of lps femoral component.